Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and during power-on test, an error was found. This confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Based on failure analysis, the probable root cause is attributed a generator defect leading to a power on issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator shut down. The customer performed an erbe reboot, but the issue reoccurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to check if the power cable was properly connected to the socket and the customer stated that it was. The tse advised to change sockets and check if the power cable was connected properly to the erbe. There was no change. The customer also replaced the power cable, but the erbe still would not power on. There were no reports of patient injury. There was no additional information provided. Isi received the following additional information via follow up: the reported issue was resolved during the procedure by replacing the erbe. There was a surgical delay of 1 hour.